Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture (baker grade IV)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants, capsular contracture (baker grade IV).

Event description:
Patient reported left side "exchange from textured to smooth implants due to the patient's concerns with the product and a left side capsular contracture (baker grade IV)." Confirmed by physician. Device remains implanted.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional reported left side capsular contracture (baker grade IV). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, broken of plug strap, white particles calcification -like in device outer surface, missing of plug strap and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated and broken striated of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage. -broken striated of plug strap assessed as surgical damage. -missing of plug strap assessed as inconclusive.

Event description:
Device has been explanted.